Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
It was reported the coil could not be detached during procedure and was removed from the patient. No patient injury reported.